Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case the exact cause of the aortic dissection cannot be confirmed. It is possible patient [advanced age ¿ (B)(6)] and procedural factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transaortic tavr procedure the patient¿s ascending aorta was dissected. The aorta was repaired with a tube graft. The patient was reported as stable following the procedure. Per report, the case was uneventful until sheath insertion. Upon sheath insertion the surgeon visibly noticed a change in the ascending aorta. Echo then confirmed that the patient developed a dissection. The decision was made based on the degree/severity of the dissection to open the chest and attempt a surgical valve replacement and dissection repair. The valve was replaced surgically and the ascending aorta was repaired. At last report, the patient was doing well.